Manufacturer narrative:
The reported multifox s-ultra device, intended for use in treatment, was not returned for evaluation; however, only its mfs screw and tip of the die were returned. A relationship between the devices and reported incident was established. Visual inspection of the returned device shows the mfs screw severely damaged, possibly caused by some sort of grasper while being removed. The broken tip of the die was also received. From the information provided, the patient returned complaining of pain and x-rays discovered the piece of the inserter. Based on our visual inspection, the piece of inserter (die tip) broke during the implantation of the anchor. An exact root cause for the broken tip is uncertain; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: anchor pounded in without establishing alignment with pre-punched bone hole. Anchor pounded in to hard bone without a pre-punched hole. Or pulling back or joy sticking inserter before deployment of anchor. The misaligning the device to bone hole, implant pound in without a pre-punched hole or joy sticking the device before deployment can result in damage to the device or implant pull out. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of inserter broke off inside the anchor and no one was aware until the patient returned weeks later to her doctor complaining of pain. The doctor performed an x-ray to discover the piece of inserter. Revision case was done on (B)(6) 2016 and metal piece along with anchor were removed. There have been no clinical or patient complications reported as a result of this event.